Event description:
The customer reported that the buttons are not responding. The battery was changed and had the same results. The blood glucose level at time of call was 286mg/dl. Instructed the caller to removed the battery for five minutes and to insert a new battery, but the display was frozen with no advancement of the time. Advised the customer that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Insulin pump received with no button response due to a unlocked keypad connector. No frozen display noted when device was analyzed using a test keypad. A broken reservoir tube lip, scratched lcd window, missing end cap sticker, scratched reservoir tube window, broken belt clip slot and cracked battery tube threads noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.